Manufacturer narrative:
Per the tandem user guide - do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Tandem's user guide states: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. Reportedly, the customer reused the cartridge. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer had disconnected tubing from t:lock connector which introduced air into the patient line. The customer primed the tubing and resumed insulin to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with over 150 units of insulin during the load sequence. Reportedly, the customer reloaded the same cartridge and resumed insulin delivery. Customer's blood glucose level was 410 mg/dl.